Manufacturer narrative:
A device history record review has been initiated and the results will be relayed in a subsequent report.

Event description:
During a cataract extraction, the pt suffered a capsule tear during the phacoemulsification portion of the procedure. The iol was not implanted. Suture was used to close the wound, and the pt was referred to another surgeon. Add'l info has been requested.